Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced a lack of osseointegration (date not reported) resulting in fixture loss. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.